Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event while on pump therapy on an unknown date. The reporter stated that the patient had a blood glucose level of 590 mg/dl, but didn¿t report that the patient had any symptoms associated with hyperglycemia. The reporter reviewed the pump with a customer technical support representative and found that the recorded basal delivery totals matched the expected total basal delivery amount and that the pump was recording boluses appropriately. The reporter stated that the basal settings had been incorrectly programmed into the pump. Additionally, the reporter stated that there was an issue with the patient failing to properly bolus, and that the patient had experienced a recent change in physical activity that might have contributed to the event. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the pump's black box data from the date of the alleged issue has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications.